Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations; however, detailed analysis did confirm clear medical adhesive was torn and/or separated from the expanded polytetrafluoroethylene, most likely from induced or handling damages during attempted product implant.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, electrogram noise during dft testing and high out of range shock impedance values, were exhibited. Sources of potential interfering emi were deactivated and the lead removed and reinserted into the device header; however, shock impedance measurement failed to improve. Ultimately, the lead was removed from the implant procedure and replaced successfully with another bsc lead of same model type. The explanted lead is intended to be returned as the physician alleged a product malfunction. No specific adverse patient effects were reported.